Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that connector c35-o separated from the injector. The following information was provided by the initial reporter: it was reported the connection between the injector and connector had separated while chemotherapy was infusing. Verbatim: rn traced line due to "occlusion" alarm on alaris pump for cytarabine infusion. Rn discovered that the connection between the injector and connector had separated while chemotherapy was infusing, prompting the pump to alarm. This is despite having a blue clamp in place. This has happened multiple times this admission for this patient which is concerning. Discussed use with rn which seems appropriate-no nursing issues identified.

Event description:
It was reported that connector c35-o separated from the injector. The following information was provided by the initial reporter: it was reported the connection between the injector and connector had separated while chemotherapy was infusing. Verbatim: rn traced line due to "occlusion" alarm on alaris pump for cytarabine infusion. Rn discovered that the connection between the injector and connector had separated while chemotherapy was infusing, prompting the pump to alarm. This is despite having a blue clamp in place. This has happened multiple times this admission for this patient which is concerning. Discussed use with rn which seems appropriate-no nursing issues identified.

Manufacturer narrative:
The following information has been updated due to corrected information: h6: imdrf annex g grid: g04034 connector/coupler. The following information has been updated due to additional information: d10: concomitant med prod data: m25-o infusion clamp. Injector n35-o.